Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 71-80 cm h2o balloon was implanted. Further information was requested and not yet received. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.